Event description:
Five (5) episodes of wound dehiscence after use of ethicon stratafix. All procedures were spinal procedures. Episodes ranged from (B)(6) 2022 to (B)(6) 2022. All 5 episodes required the patient to return to surgery. FDA safety report ID# (B)(4).